Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed inside of microcatheter. The stent was damaged during removal process. The stent introducer sheath and stent delivery wire (sdw) were not returned. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Based on a review of the reported event of the stent difficult/unable to advance/pullback through catheter, stent deployed prematurely during retraction/resheathing and swd friction the analyzed damage of the stent deploying during use, it is probable that stent got stuck within catheter during the procedure which caused the stent to be deployed prematurely during use. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and the investigation of the device revealed that the stent deployed prematurely inside the catheter during use. No clinical consequences were reported to the patient due to this event.